Event description:
It was reported that during a ptca/stent procedure, advancement against resistance (contrary to IFU) led to misdeployment and dislodgment of the stent. Upon removal of the stent delivery sys it was discovered that the stent was deployed. Another co's stent was used to successfully complete the procedure. Reportedly the pt tolerated the procedure well.

Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the stent delivery system was returned without the delivery system. The stent was stretched and twisted with the proximal eight rows undeployed. Quality engineering has determined that it is likely the doctor forced the stent delivery system against resistance due to anatomical challenge. Forcing the delivery system is contraindicated in the instructions for use. Force can damage the device conponents, thus affecting the functioning of the device. As part of the quality process, all stent delivery systems are inspected on-line to ensure that each stent is securely mounted to its balloon. The device mfg records for this product lot were reviewed and no abnormalities with a relationship to this issue were found. No corrective action will be implemented. This MDR is considered closed by the quality assurance departmemt.